Event description:
This report is being filed as the evaluation method codes, evaluation results codes, and evaluation conclusion code have been updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an automatic lead safety switch to unipolar occurred due to a high out of range impedance measurement on the non-boston scientific right ventricular (rv) lead connected to this device. No adverse patient effects were reported. The device and non-boston scientific leads remain in service.